Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unknown nc trek balloon dilatation catheter (bdc) failed to deflate during use. The bdc was removed; however, it was not specified how the bdc was removed. The procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.